Event description:
Customer's wife reported blood glucose results of 80 mg/dl and 348 mg/dl 10 minutes apart on the advantage system, then 99 mg/dl on the same system 10 minutes following the 348 mg/dl. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.